Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that would not shut down or boot up. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and after replacing the flexvision pc and hard disk drive (hdd), the device was returned to expected functionality.